Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was fluctuating. Customer¿s blood glucose value was 127 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.